Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection noted: that the circular seals were cut. The trocars and cannulas appeared intact. The obturators were received. The envelope seals were stretched out. The obturators were received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the three trocars were being used in a laparoscopic roux-en-y procedure, but the problem is that the three trocars has defective seals and when operating, the seal gets prematurely torn causing co2 leak from the trocar. A new device with the same code was used to complete the case and also went through more gas from the tank. No injury.